Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker, developed an infection. Subsequently, this device and the two related non-bsc leads were explanted. No additional adverse patient effects were reported. This device is not expected for return.